Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 99% stenosis with severe calcification). Inherent risk of procedure (stent deformation). Deformation issue (stent). Conclusion results: device failure related to patient condition (lesion morphology -99% stenosis with severe calcification). Known inherent risk of a procedure (stent). (B)(4).

Event description:
An attempt was made to treat a lesion in the lcx with an endeavor resolute drug eluting stent. The lesion was reported to have exhibited 99% stenosis with severe calcification. It was reported that device was prepped prior to use with no reported issues. The lesion was pre-dilated with a balloon but it was reported that the endeavor resolute stent could not pass the lesion. The physician gave up the procedure and changed to conservative treatment. No patient injury or clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: the device was returned for analysis. The distal tip was flared. The stent was deformed between the 16th and 18th distal segments. Struts were raised at the 21st and 22nd distal segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).